Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevate blood glucose (bg 400-500s mg/dl) and insulin injections were administered to address bg. Customer did not know cause of event. Customer reverted to using manual injections for insulin therapy.